Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 598 mg/dl and she was treated with an insulin drip. The caller stated that she was fine before dinner, but she started to throw up in the middle of the night. The next day while taking a boat ride, she could not walk and the paramedics were called. They took her to the hospital where she was admitted in the intensive care unit. The customer stated that the doctor believes the insulin pump was not functioning properly. Troubleshooting was performed. The time, date, and settings were correct. Instructed the customer to call back when the tubing clamp arrives to perform the high pressure test. Then the customer called back to perform the high pressure test. The first time, the test failed, but it passed the second time after changing the infusion set and reservoir. Advised the customer that the device will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.